Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 (air in line) with the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient's (hp) caregiver (cg) to cycle the power. The cg stated that the hp never disconnected from the patient line and that initial drain wasn't started prior to connecting the hp. The tsr suggested to start over with new supplies. The cg stated that the hp has peritonitis and in unable to use manual supplies. The tsr told the cg to call the nurse. The tsr emphasized the importance of using aseptic techniques and is not to re-spike the supply bags. The peritonitis is not related to this event and is being addressed in a separate complaint. (B)(4) contacted the patient's nurse on (B)(6) 2010. According to the nurse she was aware of this event and the patient has been seen since. The patient's transfer set is still functioning properly. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was not performed due to unknown lot number. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).